Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges when the physician deployed the device the stent had a tear. No patient injury reported.